Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and was fractured. The lead was programmed off and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead exhibited a historical warning for low impedance measurements.